Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that a during post-implant check this right ventricular (rv) lead exhibited an increase in pacing thresholds from 0.8v@0.5ms to 5.5v@1.0ms and loss of capture despite satisfactory sensing and stable impedances. An x-ray was obtained showing the lead to be in similar position to that at implant. Later that evening the patient decompensated and a CT was performed that confirmed a lead perforation. It was noted that another check was performed the following day at which time decreased sensing was also observed though pacing thresholds had decreased to 3.5v@1.0ms. It was noted the patient experienced pain with rv pacing. The physician plans to revise the lead after allowing the patient time for their condition (due to unrelated causes) to improve; no date has been provided. There has been no impact to the patient as a result of the reported loss of capture. No additional adverse patient effects were reported. This system remains in service.